Event description:
On (B)(6) 2013, at (B)(6) it was reported that after ECMO was started at 1 pm, on 8 am the next day there was blood leakage from the purge-gas outlet of the quadrox-I be-01970311-pls d oxygenator (lot number 70085912). The oxygenator was replaced. There was no patient impact. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 11 leaking fibers were found due to insufficient connection to the potting area. The development department was informed of this failure and an investigation is on-going. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).